Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had audio/beep anomaly. Customer's blood glucose at time of incident was 310 mg/dl. Customer stated the anomaly is not vibrating the same. The customer was assisted in performing self-test and the pump did beep during the tone test. The customer was advised to monitor pump. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 311 mg/dl. The customer was treated for high blood glucose with bolus. Customer wishes to perform the high pressure test. The customer was explained the 2 high blood glucose rule. The customer has just changed her set and blood glucose started to go down. The customer was advised to call went tubing clamp received to confirm pump can detect an occlusion.